Event description:
Prosorba pt diagnosed with pulmonary embolism. They had received their 5th treatment in nov. 2004 then cancelled their treatment the following week due to a "pulled muscle" in their side. Approximately 2 days later they was diagnosed with a pulmonary embolism. Co have been unable to obtain any further detail on this diagnosis. They were hospitalized and anticoagulated.